Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin. The customer¿s blood glucose level was 56 mg/dl at the time of the incident, and 123 mg/dl at the time of the call. Customer woke up and the pump had a software error detected alarm. Troubleshooting was not completed. The customer reported that their blood glucose was low even though they had consumed a lot of carbs . The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected over delivery anomalies noted during testing. Insulin pump passed the dat test at 0.08715 inches. Insulin pump was returned for pump error. Format history file analysis confirmed pump error was due to software error. Unit was received with cracked retainer, minor scratched display window and scratched case.